Event description:
It was reported that leakage from the syringe has occurred.

Manufacturer narrative:
It was reported that leakage from the syringe has occurred. Reportedly, the syringe barrel cracked resulting in chemotherapy medication leakage and that leakage of the medication was also noted at the site of the rubber plunger. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. No sample was returned for evaluation and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.